Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, link, anterior needle, and anterior cuff were not returned, which limited the scope of this investigation. Inspection of the device indicated that the posterior cuff successfully captured the needle during needle deployment; however, when retracting the needle plunger to retrieve the suture, the link was pulled from the swage end of the posterior cuff. Link to cuff detachment would result in a failure to retrieve the suture when retracting the plunger and this could appear very similar to the reported misfire during use; therefore, the reported experience is confirmed. During testing, the proxy plunger was inserted and retracted successfully without any resistance that could contribute to a link pull from the posterior cuff. The whole suture was able to be pulled out of the device without any observable resistance to suggest a possible suture drag might have occurred, which could result in a link pull during plunger retraction. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for a link pull from posterior cuff could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician who is trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device misfired and hemostasis was achieved using a non-abbott device. There was no adverse patient sequela reported. Though requested, no additional information was provided.